Event description:
It was reported that the patient went to emergency on (B)(6) 2026. The blood glucose level was low and the patient was treated by taking carbs. The length of hospitalization is more than twenty-four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.